Event description:
The covidien representative in (B)(4) received a report from the customer that during a tracheostomy change at bedside in ICU by rt staff the respiratory therapist removed air from the pilot line and the pilot balloon was completely deflated. Upon removal of the tracheostomy tube, increased resistance was noted and there was extreme difficulty in removing the tracheostomy tube. Upon removal, air was still noted to be present in the cuff. The tracheostomy tue change was completed without further consequence to the pt.

Manufacturer narrative:
If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.